Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer had repeated high blood glucose over the last month and a half. Customer's blood glucose was 410 mg/dl. Caller stated that it always happens around noon and she is sure that her son is treating for carbs. Caller stated that the insulin pump has a crack at the reservoir opening and was unsure if that could be the cause of the high blood glucose. Caller does not have the pump and will call back later.